Manufacturer narrative:
An event of tissue erosion, pericardial effusion, cardiac tamponade, syncope, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported pericardial effusion, cardiac tamponade and tissue erosion could not be conclusively determined. The reported hospitalization and subsequent surgical intervention were due to specific circumstances: the patient was admitted for pericardiocentesis, device removal, and surgical repair of the atrial septal defect. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added: h6 health effect - impact code: 4641 added.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer septal occluder was implanted. The implantation procedure was uneventful, and post-implantation transesophageal echocardiogram (tee) showed no signs of compression. On (B)(6) 2025, the patient lost conciousnouss in public and was transported to the hospital. Pericardial effusion was observed that was leading to cardiac tamponade. The patient underwent emergent surgical intervention as device erosion was observed. The device was explanted and the septal defect was surgically repaired.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of tissue erosion, pericardial effusion, cardiac tamponade, syncope, and hospitalization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, the exact cause of the reported pericardial effusion, cardiac tamponade, and tissue erosion could not be conclusively determined. It is possible that the pericardial effusion and cardiac tamponade were results related to tissue erosion; however, this cannot be confirmed. Per the instructions for use (IFU), ¿absence of the anterior superior (aortic) rim and device oversizing may be related to the causation of erosion due to the increased likelihood of device-tissue contact in the dynamic anatomic area at highest risk for erosion.¿ in this case, the presence of a white mark on the aortic wall suggests a scenario consistent with erosion, although this cannot be confirmed without further analysis. The reported hospitalization and subsequent surgical intervention were due to specific circumstances: the patient was admitted for pericardiocentesis, device removal, and surgical repair of the atrial septal defect. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Correction: h11 - additional mfg narrative updated.